Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intraperitoneal volume (iipv) that was found during evaluation was determined to be insufficient drain - false empty detect / use error as the clinician inappropriately set minimum drain volume percent setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 547ml, indicating the home patient (hp) drained 547ml more than their programmed fill volume of 850ml. This information meets iipv criteria. Product surveillance contacted the nurse on 1/25/2011. According to the nurse the patient has not reported overfill symptoms. Additionally, the patient has transferred to hemodialysis. There was no patient injury or medical intervention associated with this event. No further information is available.